Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event pain (pt: injection site pain), was deemed to meet the serious criteria of permanent damage as permanent damage cannot be excluded with certainty. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a russian physician and concerns a 32-year-old female patient (weight: 55 kg, height: 164 cm). She was injected with radiesse, on (B)(6)2024. The patient had no disposition to lymph drainage problems, allergies or intake of interferon or omalizumab. The patients medical history and concomitant medication were reported as none. On (B)(6) 2024, 178 days after the radiesse injection (also reported as 24 weeks), the patient experienced a pain on the right side of the face. The patient was not hospitalized. The outcome of the event was reported as unknown. In the opinion of the reporter, the event was of mild intensity, not life threatening, was considered as permanent and a causal relationship to radiesse was suspected.